Manufacturer narrative:
Correction: further review prompted a change in the device analysis results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The date of death is not available at the time of this report; as there is no indication of specific lot number/patient information. The baseline gender/age characteristic is male/71 years old. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique manufacturer/device serial numbers. The model represented in this report is a representative of possible models involved. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿clinical significance of electromechanical dyssynchrony and qrs narrowing in patients with heart failure receiving cardiac resynchronization therapy.¿ canadian journal of cardiology 2019; 35(1):27-34. Doi:// 10.1016/j.cjca.2018.10.019. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable cardiac resynchronization therapy devices. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers/manufacturers. The article reports that there were patient deaths; which included non-cardiac and cardiac causes. The status of the device is unknown. Further follow up did not yet yield any additional information. There is no allegation of device-death relatedness indicated in the article; however, the cause of death and device-relatedness has been requested, but not yet received.